Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient went into their healthcare provider (hcp) office and was very confused. The rep will be meeting with the patient tomorrow morning at (B)(6). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 97740, serial# (B)(4), product type: programmer; product ID: 97740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to use the therapy all weekend and she is doing terrible without it. The patient programmer would not connect since (B)(6) 2018. The patient programmer was ¿not doing anything.¿ the patient clarified that it does not power on and meant that it was not connecting to the ins. The patient described poor communication. The patient placed the patient programmer over the ins and described seeing the screen telling her to charge the ins. The ins was off and was fully depleted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the cause of the patient not being able to connect with their recharger was not determined. The patient's ins battery was discharged and connected to the recharger without difficulties when the rep met the patient in office. The patient was reeducated on recharging and their ins was charged. The patient not being able to connect to the recharger was not an issue when they met with the rep. No further information was reported.